Event description:
It was reported that the sales consultant was inspecting a trial spacer handle acf at the hospital and noticed the instrument was threading into the trial spacers after multiple attempts. There was no patient associated with this complaint. There was no report of a time delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the 396.989 was received with oxidation on the etch. The inner shaft spins freely. The knob was received somewhat stiff, but can be removed. An engineer reviewed the relevant drawings. A tolerance analysis was performed for the following features: the clearance between the diameter of the inner threaded shaft and the handle inner diameter near the functional end. The clearance needed for the dowel pin in the wheel to freely glide within the groove to allow the assembly/disassembly of the wheel and inner shaft. After reviewing the tolerances, there is the possibility of interference for both of the features/functions stated above. The interference within the wheel assembly and the interference between the inner diameter and threaded inner shaft can lead to the scenario of this complaint. It should be noted that the lot corresponding to this complaint was of a previous revision which had more potential interference per the drawing specifications than the latest current revision. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.